Event description:
Technician alleged that the right siderail would not latch. No pt impact.

Manufacturer narrative:
The technician found broken ratchet rivets on the end bar of the right siderail. The technician replaced the ratchet rivets on the right siderail to resolve the issue.